Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 40mm watchman flx pro laa closure device was implanted. At an unspecified time post procedure, the physician identified a thrombus on the closure device. The patient will remain on anticoagulation medication and will have repeat imaging completed at a later date.